Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, impedance was <200 ohms bipolar and 260 ohms unipolar. The device was programmed to unipolar and the patient will be monitored.